Event description:
It was reported to olympus, that the 4k autoclavable camera head was not working. Upon inspection and testing of the returned device, it was noted that there was a faulty cable which led to no image being displayed. The cable had a cut in it. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the housing had a peeled rubber part on the rear cover packing. It was also noted that the device failed leak test due to a cut on the insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely lack of image was caused by a faulty cable. The cause of the faulty cable was attributed to water entering the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.